Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the stent close to the distal edge with struts from rows 5 to 8 slightly expanded and stretched. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-apr-2016 it was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The non occluded , eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. The lesion contained a >=9-0 degrees bend. After pre-dilation was performed, a 2.75x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross due to acute bend at the ostium. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.